Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user and alleged that based on the customer's pump settings, the pump was not calculating the correct bolus dosing. Reportedly, the customer programmed a bolus request for a blood glucose (bg) value of 109 (mg/dl) for 10 grams of carbohydrates and had 2 units of insulin on board (iob), and was recommended a bolus dosage of 1 unit which the customer believes was inaccurate. At the time of the reported event, the customer's bg level was 109 mg/dl. Tandem technical support reviewed the pump data logs and did not observe the reported bolus entries having been programmed into the pump. However, based on the values that had been entered, the pump delivered the bolus requests accurately. Upon relaying the information, the customer was unsure of the values that had been entered. The customer maintained having an iob of 2 units, but was unsure if the bolus dosing had been accurate. During troubleshooting with tandem technical support, the customer programmed and delivered a bolus, and acknowledged that the pump had calculated the bolus accurately.